Manufacturer narrative:
The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The sterilization lot record was also reviewed and it was found in compliance with the sterilization process parameters. A search on complaints revealed no other similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced post-op inflammation after a pcb00v 24.5 diopter intraocular lens (iol) was implanted. There was no problems observed at one week post-op. Inflammation has subsided after the physician prescribed bestron eye drop (bacterial agent) and cephem antibiotic to the patient.